Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer took a corrective injection via mdi, and no third-party assistance was required. Customer continued to use the pump for insulin therapy.